Event description:
In 2009, baxter was informed of a system error 2240 alarm during dwell 4/5 while using the home choice system. A supply bag fell and disconnected. The service rep (tsr) assisted the home pt (hp) to clear the error and advised to notify the nurse. The hp completed therapy with manual supplies. Thirteen days later, the nurse was contacted and stated that the pt was in the hosp with peritonitis. On the day before, the hp was hospitalized for the peritonitis and had symptoms of abdominal pain and cloudy fluid. There was a break in aseptic technique. Around eight days after the original date, the hp got confused and disconnected himself from the machine during the night. A cell count was performed four days later, and leucocytes were 3420 and neutrophils were 87%. A culture was also performed the same day, and staphylococcus aureus was identified. The hp was treated with 2g ancef and 1g fortaz beginning the same day. As of two days later, the hp was still taking these antibiotics and had not yet recovered from this peritonitis episode.

Manufacturer narrative:
The sample was discarded and is not available for evaluation.